Manufacturer narrative:
Unit received with frozen screen after battery installation followed by a constant audio/beep anomaly, problem was isolated to the mother board. Unable to verify button/keypad anomaly due to frozen screen. Unit had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that when he changed the battery the insulin pump made a constant tone. The customer was unable to clear the tone and alarms. The insulin pump was frozen and the buttons were unresponsive. Customer's blood glucose level was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.